Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received upon recognizing the non-target embolization, embolization was discontinued. There was no attempt to retrieve or mitigate the onyx from the non-target vessel. The cause of the non-target embolization during onyx injection was not determined. It was noted there was nothing unusual about the vessel anatomy, flow dynamics, or procedure. The patient had no symptoms experienced as a result of the infarction. Only follow-up observation was performed following the infarction. The steps taken during onyx injection was dmso was administered at a rate of 0.15/m as indicated in the package insert. There were no difficulties in visualizing the target vessel or nidus during injection. There was no indication during the procedure that onyx was entering a non-target vessel. Balloon occlusion, flow control, or any other adjunctive techniques were not used. Onyx did not flow into what is commonly referred to as a dangerous anastomosis, and ended only in that branch.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for arteriovenous malformation. It was noted that the patient's blood vessel tortuosity was normal. Postoperative blood flow imaging confirmed that blood flow in the vessel was present. It was reported that the onyx was injected into the nidus of an avm patient. At that time, the blood flowed into a blood vessel other than the nidus and embolized. There was a blood flow during the case, but a follow-up angiography on a later date revealed an infarction in that vessel. The blood vessel injected with onyx occluded and the infarction site appeared. However, there were no symptoms. The underlying disease has a tendency to heal. The event occurred after procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient complications have been reported as a result of this event.